Manufacturer narrative:
(B)(4). Additional information: the device was returned to baxter healthcare for further investigation. A visual inspection was performed on the device and a crack was found on the side of the cassette. Pressure tests were performed and a leak was found at the crack location on the side of the cassette. The sample evaluation verified the reported problem of leak. The leak was determined to be caused by the cracked cassette; the cause of the crack could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the cassette had leaked from a crack in the cassette body. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The device has been received by baxter, but the evaluation has not yet been completed. A follow-up report will be submitted upon completion of the evaluation or if any additional relevant information is received.